Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Review of photos provided revealed that after the retrieval of the device, the crimp balloon was torn, proximal to the inflation balloon/crimp balloon (I/c) bond and the inflation balloon was bunched towards the nose tip. Review of the 3mensio report showed calcification/tortuosity in the patient access vessel, as well as calcification in the patient annulus. Video showed the inflation balloon was able to be fully inflated when deploying thv. The device was returned to edwards lifesciences for evaluation. The distal end of the delivery system cut and returned by the procedural site. The delivery system was visually inspected. The crimp balloon was torn proximal to the I/c bond. The balloon wings were flared out. The inflation balloon was bunched towards the nose tip and gouges were observed over the flex tip. Double wall thickness of the crimp balloon was measured proximal to the tear and the dimensional measurements were within specification. During manufacturing, multiple 100% tests and inspections are performed. Additionally, the lot underwent product verification testing on sampling basis as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint. Complaint data for the previous 12 months was reviewed (september 2018 through august 2019) for the commander delivery system (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed, but no manufacturing nonconformances that would have contributed to the complaints were identified. Available information suggests that patient and/or procedural factors may have contributed to the events. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented by edwards lifesciences. The review of complaint data found that the complaint rate did not exceed the august 2019 control limit for the trend category.   Instructions for use (IFU), delivery system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. The complaints were confirmed through visual inspection of the returned device, however the crossing difficulty was unable to be confirmed. Complaint history review indicated there was no manufacturing nonconformance that would have contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Review of imagery reveals calcification was present in the patient annulus. As no bav was performed, it is possible that the calcification on the native valve leaflets interfered with the delivery systems ability to cross the annulus. While a definitive root cause is unable to be determined, based on available information it is likely that patient factors (annular calcification) may have contributed to the complaint event. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented by edwards lifesciences in a pra. The inflation balloon was able to be fully inflated during valve deployment suggests that the crimp balloon tore afterwards (i.e. During device retrieval). Factors such as residual fluid in the inflation balloon, or vessel calcification/tortuosity may cause non-coaxial retrieval of the delivery system into the sheath. This can result in an altered balloon profile that is not suitable for retrieval into the sheath tip, leading to withdrawal difficulty. While a definitive root cause is unable to be determined, based on available information it is likely that patient factors (vessel tortuosity/calcification) contributed to the withdrawal difficulty and procedural factors (withdrawal difficulty) contributed to the balloon tear. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed monthly control limits. Therefore, neither pra escalation nor corrective actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), there was difficulty crossing the native annulus when pushing the commander delivery system and sapien 3, after exiting the esheath. The valve was able to be deployed without any inflation difficulty. The valve deployed at the intended location was inflated ¿asymmetrical¿. There was no reported valve leakage. There was difficulty removing the delivery system, but the team was able to do so without surgical cutdown. Upon removal it was seen that the balloon was bunched at the distal end, and split near the proximal end, with the rings exposed. There was a little bit of bleeding at the access site when they removed the system. They weren't sure if the coils caused it. Pressure was applied and the bleeding resolved. The patient is stable and doing well.  A portion of the balloon is available for return, which was cut to send back just the damaged portion. It was believed that the 26mm commander delivery system was damaged, possibly due to the difficulty crossing the native annulus, but was not noticed when deploying the valve. The team believes the amount of the calcification in the native annulus caused the damage, and possibly caused the valve to shift on the balloon before deployment and the balloon to bundle at the distal end. There was no difficulty inserting the delivery system through the sheath. Balloon aortic valvuloplasty (bav) was not performed. Video received of fluoro images captured during deployment showed the inflation, and does not indicate a balloon rupture. A full inflation was achieved and held for three seconds. The balloon was seen to deflate normally. However, a little waist was seen on the valve at the end of deflation.